Event description:
The user had a bout of sneezing and felt a pop in his right ear with discharge approximately 3 months after implantation surgery. The prosthesis dislocated and is in the ear canal stuck on the neo tympanum. The user has been reimplanted.

Manufacturer narrative:
According to the information received from the field the concerned device was explanted due to a dislocation of the prothesis from its intended position after the recipient sneezed. Device investigation revealed a bent shaft, likely caused during the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a bout of sneezing and felt a pop in his right ear with discharge approximately 3 months after implantation surgery. The pmei prosthesis is in the ear canal but stuck on the neo tympanum.